Event description:
It was reported that a gradual increase in threshold was observed. The lead was capped during device change out due to normal eri.

Manufacturer narrative:
No medwatch form was received.